Event description:
It was reported that the patient was ¿having a problem with ins¿ (implantable neurostimulator) as he experienced a ¿fast pulsing sensation¿ and a lot of pain in his back. The patient reportedly stated that the ins site ¿got very hot¿ which was ¿giving him a lot of pain in his back,¿ though the reporter stated it did not show signs of infection or ¿appear¿ red or warm to the touch. These problems first started ¿about¿ 2 days prior to the report; the patient was not feeling anything ¿the way he was before.¿ after increasing the stimulation settings, the patient ¿started feeling it¿ which ¿felt ok and not hot anymore.¿ however, the pain and warming started up again the day of the report. Patient outcome and interventions were not reported. Follow up is being conducted to obtain the answers.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0knzc, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).